Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient was presented with bilateral leg thrombosis from a blocked thoracic graft. A thrombectomy was performed and the graft was relined with a tbe-24-80-pf and zta-p-24-105. Patient outcome: the patient required a thrombectomy and the graft was relined with a tbe-24-80-pf and zta-p-24-105.

Event description:
Additional information received 09jan2018: patient presented acutely to the hospital on (B)(6) 2017 with acute-onset of lower limb weakness and loss of sensation, and was found to have no perfusion of the lower body. The thoracic stent graft had thrombosed, apparently spontaneously. Physician isn¿t sure of whether or not the patient was taking anti-platelet medication (eg. Aspirin, clopidogrel). At surgery, they were unable to retrieve any thrombus, despite several passes with balloons through the clotted graft, but flow somehow was re-established, although there were persistent filling defects (thrombus), so a total re-lining of the previous thoracic graft was done using two new grafts. Good flow was established to the lower half of the body. There is no apparent cause of the spontaneous thrombosis of the graft, and the only anomalies physician noted were that the uppermost bare-metal fixation stent may have protruded through the aortic wall, or at least into it (outside the contrast stream on angiogram), and that the 2nd and 3rd sealing stents were very dynamically moving with the cardiac cycle, with the space between them opening and closing. He made the very valid point, too, that the patient is a very small lady, and the diameter of her vessels is small. The previous graft was a 22mm graft, which is quite tiny for a thoracic aorta. Patient outcome: additional information received 09jan2018: good flow was established to the lower half of the body.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the complaint information states a patient who received a zta-p-22-105 device in (B)(6) 2017 to repair a traumatic false aneurysm (pseudoaneurysm) of the thoracic aorta, presumably related to a high speed motor vehicle accident 17 years earlier. In (B)(6) 2017 the patient returned to the hospital with an acute onset of lower limb weakness, loss of sensation and no perfusion of the lower body. The stent graft was found to be thrombosed and showed persisting filling defect between the 1st and 2nd covered stents and at the lower aspect of the thoracic graft. It was decided to re-line the previous stent graft with tbe-24-80-pl and zta-p-24-105. As per complaint history, thrombosis has been reported in patients treated for btai. Since the patient in this complaint was treated for a pseudoaneurysm and because no images were provided, it is not possible to determine an exact root cause for the described thrombosis. However, the used stent graft size was a part of recall z-2099-2017 of jun2017. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). This device size is part of recall z-2099-2017 of jun2017. For this event, the device was used for thoracic aneurysm and was implanted prior to the recall of the device. Investigation is still in progress.